Manufacturer narrative:
The mobile power unit is not a single use device. Approximate age of the device is 2 years, 3 months (calculated from the date the patient was placed on lvad support: jul 14, 2016). The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assistance device (lvad) on (B)(6) 2016. It was reported that interrogation of the patient's system controller noted low voltage and no external power events recorded. Analysis of the log file by the manufacturer's technical services representative confirmed no external power alarms that occurred while on the mobile power unit (mpu). The events were potentially was caused by the mpu power cord coming loose at the connection or the wall outlet. During the event, the system controller backup battery supplied power to the pump as designed.

Manufacturer narrative:
Investigation conclusion: the no external power alarms were confirmed in the review of the submitted controller event log file. The system controller log file contained approximately 21 days of data, spanning from (B)(6) 2018 23:15:31 to (B)(6) 2018 06:19:16, per the timestamp. A power cable disconnect alarm was captured on (B)(6) 2018 23:15:32 and 1 second later, the ebb in use became active. The rsoc levels dropped to 0 volts in approximately 4 seconds, activating the no external power alarms. All alarms cleared on (B)(6) 2018 23:15:42. This series of events appeared to be consistent with a loss of ac power while the controller was connected to an mpu. Similar series of events occurred on (B)(6) 2018 21:37:25, (B)(6) 2018 21:37:31, (B)(6) 2018 21:37:58, (B)(6) 2018 22:16:13, and on (B)(6) 2018 12:47:30. The controller's backup battery powered the pump during the power cable disconnect and no external power events. No other atypical alarms were recorded in the remaining events and the pump operated at the set speed throughout the log file. The patient remains ongoing on vad support. No product available for investigation. The mpu listed under the patient's equipment history is serial number (B)(4). Review of the device history records found that (B)(4) was manufactured with the v-lock ac connector. No further information was provided. The manufacturer is closing the file on this event.